Event description:
According to the surgeon, the twist drill snapped off inside the drill guide while drilling into the pt's mandible. The surgeon was able to retrieve the broken portion of the drill. The pt did not experience any adverse consequences as a result of this event.

Manufacturer narrative:
Add'l info: there were two drills involved in the event. Summary of evaluation: the drills were examined and both were determined to have failed due to torsional/bending overload.